Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 162 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2 lcd keypad connector. There was no button error alarm during testing. Unable to perform the displacement test due to no button response. The insulin pump was received with a cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.